Manufacturer narrative:
The user-reported flow rate issue cannot be confirmed. The device was found to have a flow rate accuracy of -3.19%, which was within the +/-5% specification. The device was tested to meet all specifications on (B)(6) 2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on (B)(6) 2016.

Event description:
The user reported a flow rate issue of the infusion pump on (B)(6) 2017 to zyno medical. "A 250 ml bag had run dry after 45 mins despite being run at 40 ml/h." No patient injury or harm occurred for this case. The issue was noticed on (B)(6) 2017.